Manufacturer narrative:
Manufactures investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient¿s post-op course was complicated by vasoplegia, which required increased inotrope and vasopressor support. The patient also required continuous veno-venous hemodialysis (cvvhd) and trach with vent support. The patient experienced multi-system organ failure with increasing total bilirubin (tbili), and the family decided to withdraw care on (B)(6) 2020. The patient expired on (B)(6) 2020, an autopsy was refused, and the pump was not explanted for analysis. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a post-operative course complicated by vasoplegia requiring increased inotrope and vasopressor support. Patient also required continuous veno-venous hemodialysis (cvvhd) and tracheostomy (trach) with vent support. The patient went into multi-system organ failure with increasing total bilirubin (tbil). The family decided to withdraw care on (B)(6) 2020 and the patient subsequently expired. Autopsy was refused and the pump was not explanted for analysis. No additional information provided.